Event description:
The account stated that they observed visible smoke coming from the main power supply during an assay run on the axsym analyzer. The field service engineer was requested. There were no injuries reported.

Manufacturer narrative:
(B)(4). Complaint text indicates there was visible smoke coming from the main power supply during an assay run on axsym (B)(4). The field service engineer (fse) checked the electrical line and power supply. No injury documented. The complaint text indicates the power supply was clogged / obstructed. The fse replaced the power supply and performed verification procedures with no further issues documented. The system was meeting all specifications following field service intervention. Review of service history of axsym (B)(4) indicates there were no other fire or smoke complaints following field service intervention. Review of the abbott metrics reports found no similar complaints for the customer described issue and did not identify any adverse trends in conjunction with the complaint issue currently under investigation. Axsym system operation manual (ln# 9a26-06) section 7, operational precautions and limitations, emergency shutdown procedure, provides adequate instructions in the event of an emergency. Section 8, hazards, provides cautions and warnings when performing maintenance and running the analyzer. Review of the safety hazards memo indicates the axsym system has been certified to the appropriate us, canadian and international safety standards with the objective to ensure the design and methods of construction used to provide adequate protection for the operator and surrounding area against electrical shock, burns and excessive heat. The exact root cause for the smoke could not be determined with the available information. The complaint text indicates the power supply was clogged / obstructed. Replacing the power supply returned the analyzer to operation. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.